Event description:
It was reported that during a hepatectomy procedure, the tip of the device broke off. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.